Manufacturer narrative:
1038671-2023-00207 the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Event description:
As reported by the legal brief, on (B)(6) 2014, patient underwent right knee replacement surgery where he was implanted with an optetrak polyethylene tibial insert. Following patient¿s receipt of the (B)(6) 2022 recall letter, he returned for a ¿surveillance exam recalled implant¿ wherein a CT scan of the right knee revealed ¿the tibial component demonstrates bone resorption and uncovering along the lateral aspect of the component¿ with an impression of ¿total knee arthroplasty with areas of osteolysis.¿ patient has been recommended for revision surgery, however, the recommended revision surgery has not occurred due to patient¿s need for hip surgery (which patient¿s orthopedist recommended should be corrected before the knee), and patient¿s need to undergo a cardiac ablation prior to being cleared for right knee revision surgery among other family health reasons. No other patient/medical information provided.